Manufacturer narrative:
Investigation summary the complaint of hole / cut / torn on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a tego® connector that experienced breakage during use. The reporter stated that "rubber part inside tego has come out multiple times-nurses have had this problem frequently". The event date occurred on 06-jun-2025 during or after use. The event has been ongoing for days. The quantity affected was one. Thus, there was patient involvement, no human harm and unknown delay in therapy reported. Additional information from the hemodialysis team, they stated that this issue is long ongoing. Their practice is to continue using the tego adaptors and if they break, they will throw them out and try a new one. They stated that this was a poorly made batch and happens often. They currently do not have enough to send back for evaluation, so they will continue throwing out the ones that are defective and using the ones that work.